Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? The device fired. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? By cutting the tissue. Did the jaws eventually open? No.

Event description:
It was reported that during an anastomosis procedure, once closed, the stapler blocked and didn't open anymore. No aes have been reported.